Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected high blood glucose value of 385 mg/dl. The customer declined as she was only calling to help her walk through the process of doing a bolus without eating carbs. The customer was assisted in navigating through the bolus process. Nothing will be replaced or returned.